Manufacturer narrative:
(B)(4). The insulin pump has been returned and additional investigation was performed by product analysis on (B)(4) 2013, with the following findings: review of the black box and download history revealed call service alarms recorded in both. The pump was exercised for 24 hours without alarms. The pump was able to be rewound, loaded and primed without alarms. Investigation confirmed alarms in the history but was unable to duplicate the alarms during investigation. The display was noted to be faded and pink. A test display was attached to the pump and illuminated properly.

Event description:
There is no adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(4) 2013: the display screen was dim and faded.